Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the patient's right side caregiver controls. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the patient's right side caregiver controls to resolve the issue. Based on this issue, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head of the bed runs down by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).